Event description:
It was reported that the customer was having high blood glucose level (200-300 mg/dl). Reportedly, insulin was not flowing out from tubing.

Manufacturer narrative:
The device has been received for evaluation, however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.